Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ¿heart racing¿ and was in the emergency room (ER) with an alert for high impedance on the right atrial (ra) lead. The lead interrogated high varying thresholds and high varying impedance. A follow up with the patient¿s healthcare provider yielded that intervention was performed at the hospital and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.